Event description:
It was reported to boston scientific corporation on november 10, 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during the procedure, it appeared the prolieve catheter's anchor balloon "popped". The physician was unaware of this until the close of the procedure, as no water drained from the balloon. The physician successfully completed the procedure with this prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed.